Event description:
This event is reportable to note the broken tip found during the set inspection.

Manufacturer narrative:
The reported event was confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received device shows evident signs of breakage. The device breaks into two pieces at the edges where device threads to the handle. This breakage is indicating towards improper usage of the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a combination of wear & user related issue. As a device that is manufactured of plastic and incurs numerous impaction events, breakage as noted in this complaint can be expected, however a design change is in progress to prevent the recurrence of the alleged failure. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
This event is reportable to note the broken tip found during the set inspection.